Event description:
It was reported that when the asymptomatic patient presented for a device change out due to a normal eri, externalized conductors were observed on the lead. Electrical testing detected no anomalies. The patient will be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.